Event description:
On january 27, 2010, the facility representative reported to baxter a colleague triple channel volumetric infusion pump that "shut back off" after a failure code. The event was reported to have occurred during biomedical testing in the biomedical shop. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. This is involving a pump with software version 5.03.00 which is categorized as unremediated. No additional information is available.

Event description:
It was reported that during an unknown procedure, this device didn't apply the clips. A new device was used to carry out this operation. Customer doesn't report any adverse consequences for the patient. The device has been retained for legal reasons, no device will be returning.

Manufacturer narrative:
(B)(4). The pump was received and evaluated at the baxter service department. The reported condition was not confirmed and was not duplicated. The assignable cause was that there was a disconnect from rear housing to user interface module printed circuit board. The service department reconnected from rear housing to user interface module printed circuit board.

Manufacturer narrative:
(B) (4)